Manufacturer narrative:
The serial number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that during preparation for a stereotactic breast biopsy, the probe began turning like taking samples around the clock prior to selecting the foot pedal or driver buttons. Another driver was used with the same system, foot pedal and the same probe began to turn on it own. The second driver and original probe were set up with another system and foot pedal, there were no issues. There was no patient involvement.